Manufacturer narrative:
Evaluation summary: one sample was received for evaluation outside its pouch; along with the outer cannula and the obturator however the inner cannula was not included. The reported condition could not be confirmed because the received product was outside its pouch. No indication that product does not meet medtronic specification. The investigation found the device to function normally, the sample was received outside its pouch and was observed that the cannula shows signs of use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One sample of low pressure cuffed tracheostomy tube part number 6lpc was received for evaluation; along with the outer cannula and the obturator however the inner cannula was not included. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit did not have ¿inner in package¿. There was no patient involved in this event.